Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc cardiac ablation procedure with a vizigo. During the procedure, the hemostatic valve of vizigo sheath was damaged. A picture was provided. Another device was used to complete the procedure. There was no adverse event reported on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 26-nov-2024. The hemostatic valve had a leakage issue. The hemostatic valve dislodged inside the hub and outside of the hub. The brim cap detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 30 ml. Therefore, re-assessed the reportable issue as a brim cap detached issue. In addition, updated the h6. Medical device problem code from ¿backflow (a140501)¿ to ¿detachment of device or device component (a0501)¿. Also provided concomitant product of abbott_g407211_needle. Therefore, updated the d10. Concomitant medical products and therapy dates section. It was reported that a patient underwent a pvc cardiac ablation procedure with a vizigo. During the procedure, the hemostatic valve of vizigo sheath was damaged. The brim cap detached from the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation on 04-dec-2024 and per the evaluation completion on 10-dec-2024 observed absence of the hemostatic valve. The bwi product analysis lab became aware of the absence of the hemostatic valve on 10-dec-2024 and have also assessed this returned condition as reportable. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve, no other damage was identified during the analysis. The brim cap and the silicon ring were placed in the original pace. No damage or detachment was identified on the brim cap. The customer provided a picture but, the picture did not provide enough information to identify a brim cap issue. Afterward, a dilator was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The absence of the hemostatic valve could be related to the brim cap issue reported by the customer; therefore, the complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the; procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).